Event description:
The customer reported mcd singles count rate is not documented in the mcd users manual. Currently, adac suggests to the customer to keep the singles count rate between 800-1600kcps. It has been seen that if the singles count rate exceeds these values, there could be artifacts in the processed data for mcd studies. There was also an associated report of system lock-up at the site.